Manufacturer narrative:
(B)(4). Product not returned.

Event description:
Patient was implanted on (B)(6) 2016 with a rns neurostimulator and two depth leads (dl-344-10). Patient presented to clinic with swelling and purulent discharge at the incisional scalp site. Swab cultures were obtained from the site and came back positive for staph aureus. The neurosurgeon explanted the entire rns system including the neurostimulator, ferrule and leads. The patient will be treated with IV antibiotics for 40 days.